Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that right atrial (ra) lead undersensing of p waves occurred as the p waves were lower than the sensing capabilities of the implantable pulse generator (ipg). As a result the explant and replacing of the ipg will be performed.